Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient that received decentered treatment post lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. The reported treatment could be identified in the logfile. The treatment for the left eye was performed successfully with one interruption. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).